Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the pump may have been damaged during delivery of product. During a system check, the pump functioned as expected. There was no reported impact to customer's blood glucose.